Event description:
During a laparoscopic diagnostic laparoscopy with an appendectomy and cystectomy procedure, the surgeon went to fire the instrument and it broke off into pt. Surgeon was able to retrieve parts without any intervention. No pt consequence.